Event description:
The customer related that at approx 0100 hrs on 12/3/98, a pt attached to this ventilator experienced a cardiopulmonary arrest and subsequently expired. The nurse noted that the ventilator had alarmed, and silenced the alarm. The nurse then noted the pt had arrested. Upon entering the room, the respiratory therapist confirmed that there was a visual alarm, and the audible alarm had been silenced. The ventilator was also noted to be in the apnea ventilation mode. This pt's death, although expected given the pathophysiology, was not expected to occur for some time yet. Following the incident, the local customer support engineer inspected this device. No malfunctions could be detected during performance, verification, and no errors indicative of a malfunction, (either during "est" or normal operation) had been logged in the battery-backed ram. Exact ventilator settings at the time of the event are unk. Based upon conversations with the customer, the possibility of an unrecognized disconnection cannot be ruled out. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.